Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump was not turning on and kept beeping had a post-reset ram crc alarm. Customer was also reporting partial display. Customer was not reporting blank display. The customer stated they were not able to clear the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Device was received with a cracked battery tube threads, a scratched case, a cracked keypad overlay, a broken belt clip rails, a cracked case-corner of belt clip rails and a pillowing keypad overlay. The test p-cap/reservoir does lock properly inside the reservoir tube. Device powered up properly after battery installation. No blank display noted. Device passed sleep current measurement, active current measurement, self test and displacement test. Device history file/traces download was successful using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. The pump was monitored and no unexpected powering off or blank display noted. No unexpected power error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. No missing segments/partial display noted. Device was monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no unexpected pump error 23 alarm noted. Replace battery now alarm was recorded and found in the formatted history files on (B)(6) 2021 22:42:26.000 alarm alert notification. Pump error 23 alarm was also recorded and found in the formatted history files on device was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No loose electronic components noted. However, moisture damage was found on the electronic assembly, battery tube, motor and vibrator assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.